Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent backup battery faults (12 total). The patient was implanted (B)(6) 2026. The self-test on wall power was unsuccessful. Log files were sent for review. The log files captured backup battery fault alarms starting on 16may2026 at 09:28. The emergency backup battery (ebb) fault was due to the ebb circuit fault (f34). Otherwise, there were no notable alarm conditions or parameter changes seen in the log files. Based on the log files the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.